Event description:
It was reported that during a sigmoidectomy the jaw did not close completely, and clip malformed. Another device was used to complete the case. There was no adverse consequence to the pt.